Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was noted on the left ventricular (lv) lead. The physician elected to monitor the patient and take no further action. The patient was in stable condition.